Event description:
As reported, after trialling surgiphor during the reverse shoulder procedure, the patient got hematoma.

Manufacturer narrative:
Customer reported that after trialling surgiphor during the reverse shoulder procedure, the patient got hematoma. After investigation, the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. Hematomas are the number one complication following reverse shoulder arthroplasty, reaching up to 21%. Extensive review of literature sources did not find hematomas to be the result of pvp-I use. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.